Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) is underway. The reported problem (won't power on) has been confirmed. As received the battery charger was unable to power on. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charger and reported that it was unable to power on.

Manufacturer narrative:
Follow-up #1: additional information - 09/19/2017. Device evaluation of battery charger sn (B)(4) was completed. The cause for the power-up failure was isolated to contamination on the charger pcas and an open l3 inductor on the computer/analog pca. The root cause for the contamination was ingress of an unknown liquid. The root cause for the open l3 inductor could not be positively identified. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. Device evaluation summary: device evaluation of battery charger sn (B)(4) is underway. The reported problem (won't power on) has been confirmed. As received the battery charger was unable to power on. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charger and reported that it was unable to power on.